Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user had mentioned a burnt smell in the medication room where the pyxis station was located. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the solenoid 2.2 was fused, causing a power failure. A field service engineer shut down and found solenoid 2.2 was fused, causing a power failure and preventing the inseparable from plunging. The solenoid, drawer board, and controller board were replaced, the device was rebooted and fse verified the drawer was operational. Customer was able to open and inventory the drawer. Preventive maintenance was performed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user had mentioned a burnt smell in the medication room where the pyxis station was located. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. As per the part investigation, it was determined that a faulty pcba dwr cntlr v1.10/v1 and an overheated solenoid 12vdc latch due to overcurrent caused circuit instability, thermal damage, and compromised drawer functionality. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Correction: section d unique identifier (UDI). Part analysis: the reported condition of burnt smell possibly from station was confirmed during field service engineer (fse) testing and subsequently confirmed during the dchu testing and inspection process. According to work order #(B)(4), the fse reported that there was a burning smell on the medstation and it was shutdown. The fse removed the back panel and revealed that 2.2 was causing power failure. The solenoid was fused and would not plunge the inseparable. So, the fse replaced the solenoid, drawer board and controller board, then it was rebooted the device. The fse verified that the half height cubie drawer was operational and customer was able to open and inventoried the drawer. The report was closed. During dchu visual inspection: pn 151622-01 sn (B)(6): the pcba dwr cntlr v1.10/v1 was received with no signs of physical damage, fluid ingress or missing components. Pn 151630-01 sn (B)(6): the pcba pmc v1.06/v0.09bl hh was received with no signs of physical damage, fluid ingress or missing components. Pn 353578-01: the solenoid 12vdc latch was received with signs of thermal damage due to the discoloration caused by excessive heat to the coil cover caused by a thermal event. During dchu testing: pn 151622-01 sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and it failed during the resistance testing on component mosfet q601. No further testing is required. Pn 151630-01 sn (B)(6): was evaluated on an esd protected surface with a calibrated dmm and failed during fuse f201 testing. The pcba pmc v1.06/v0.09bl hh was mounted to a dchu hta equipment and passed the functional testing with no intermittent behavior observed. Pn 353578-01: the testing from dchu was not required due to the signs of thermal damage. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of the drawer inoperable in both hh was identified as: a faulty mosfet q601 on the pcba dwr cntlr v1.10/v1 (sn (B)(6)) which led to circuit instability and ultimately compromised the drawer's functionality. An overheated solenoid coil on the solenoid 12vdc latch due to an overcurrent, which led to the thermal damage.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the user had mentioned a burnt smell in the medication room where the pyxis station was located. A customer indicated that the user had experienced a delay in dispensing medication as a result of a reported malfunction. There were no adverse events or injuries reported based on this incident.